Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: blurry image . Probable root cause: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error. The device manufacture date is not known h3 other text : 81.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.